Event description:
On 9/27/2007, abbott point of care was contacted by a customer who reported, during a correlation study, the I-stat prothrombin time results were high compared to the results yielded by lab instrument.